Event description:
Reportedly, a pump experienced an altitude alarm, but there was no adverse impact on the customer's blood glucose level. The customer was not required to replace the cartridge and was able to resume insulin delivery with the original cartridge. Technical support provided advice on preventing altitude alarms, which the customer understood and acknowledged. The issue did not cause any suspension of insulin and occurred on a previous day, with no prior complaints noted within the past month.